Event description:
This is a report of a home patient (hp) who had a system error 2367 on the homechoice after use. The patient was not connected at the time of the alarm. The technical service representative was unable to troubleshoot the setup as the patient had already ended therapy. The patient planned to do a manual drain to be sure they were empty. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.